Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The carrier/com express board was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the ventilator stopped, and the unit notified the user to switch to alternative oxygen mode. The clinician reportedly cycled power and resolved the reported complaint. There was no reported patient injury.